Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) noted it was returned without any blood or contrast visible, suggesting that the device may have been wiped off prior to returning. The stent implant was stationary on the shaft. The proximal end of the stent implant was 3 mm distal to the proximal marker band. The first two rows of struts on the distal end of the stent implant were partially expanded, consistent with the reported information. The distal end of the stent implant was located at the distal end of the distal marker band and 2 mm proximal to the tip. There was a small white sheath 2.8 cm in length over the distal end of the stent implant. The metal shaft at the proximal end of the hub was fully extended. There was a long white sheath 1.3 cm in length returned taped to the metal shaft at the proximal end of the hub. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product deficiency. In this case, it is likely that the lesion site, which was described as totally occluded with heavy calcification contributed to the difficulty crossing. Potential factors for premature deployment include, but are not limited to, manufacturing, handling, kinks in the shaft, loosening of the tuohy borst valve or interactions with the introducer sheath and/or associated devices during insertion. In this case, it is likely that interaction with the totally occluded lesion and outer sheath of the xpert caused the sheath to retract slightly proximal resulting in the premature deployment. A review of the device lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that the area to be treated was a 95% stenosed chronically totally occluded (cto) lesion in the distal anterior tibial artery with heavy calcification. After crossing the lesion successfully with a pilot 150 300cm guide wire, pre-dilatation was performed with a fox sv 3.0 x 40 mm balloon. Then an xpert 4.0 x 40 mm stent was attempted to be placed, but it could not cross the lesion. The lesion was pre-dilated again with same balloon. Then the xpert stent was re-inserted, but it still could not cross. The xpert stent was retracted and the device was inspected. The sheath covering the stent was noted to have moved from the normal position exposing the distal end of the stent. Additional dilatation was performed with the same fox sv balloon to complete the procedure. No adverse patient effects were reported. No additional information was provided.